Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead the lead kept flicking back and the helix wouldn't properly engage with the tissue. Placement difficulties were experienced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.